Event description:
It was reported the patient experienced loss of therapeutic effect and a shocking/jolting sensation. The patient¿s implantable neurostimulator (ins) was moved to a new location because the patient reported it was tender and painful at the ins pocket. It was noted the device was functioning ¿fine.¿ the patient¿s leads were replaced and moved because the patient was not getting ¿appropriate¿ therapy. The new leads were placed ¿in an area where stimulation was better for the patient.¿ it was noted impedance test on the old leads that were removed all came back ¿fine.¿ there were no patient injuries reported related to this event.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot# v546812, explanted: (B)(6) 2013, product type lead; product ID 3888-56, lot# v650832, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3487a-56, lot# v594725, implanted: (B)(6) 2012, product type lead; product ID 3487a-56, lot# v999674, implanted: (B)(6) 2012, product type lead. (B)(4).